Event description:
It was reported that there was abnormal sound during ventilator operation and that the ventilator failed pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that there was abnormal sound during ventilator operation and that the ventilator failed pre-use check. The ventilator was investigated on site by our field service engineer (fse). The air gas module has been replaced, the machine worked fine and passed all tests after the replacement. The defected air gas module has been returned for further investigation. Simulated test use of the returned air gas module in a ventilator failed the pre-use check with internal leakage and flow transducer tests. During ventilation, the machine delivered higher o2 concentration than set and it made noise at the same time. The returned air gas module has not been investigated further as it was found a water contamination inside the filter chamber. The water came into the gas module by the connected compressor which it had a non-functioning drainage valve. No root cause for the compressor¿s failure. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).